Manufacturer narrative:
Siemens has completed the investigation. A review of the events log, co-ox data, absorbance spectra, and aqc data on the customer's rp500e instrument indicates that the co-oximetry subsystem was performing as intended at time of analysis of the escalated sample. No co-ox related errors or interferents were detected at time of analysis of the escalated sample, sample signature appeared typical, and aqc (automatic quality control) recovered within the published limits for thb for the duration of the measurement cartridge use-life. Sample homogeneity may have been impacted by the ~2.5-hour gap between analysis on rp500e and lab instrument, which could result in artificially low results on the later sample. A definitive root cause of the discrepancy in the escalated sample cannot be determined at this time.

Event description:
Customer reported that their rp500e instrument gave a discrepant high thb result when compared to their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument log files for further investigation. Investigation is underway. The cause of this event is unknown.